Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the patient had a loss of stimulation to the legs and back. The patient has had multiple falls. An x-ray was done and determined the leads had migrated. The patient was going to undergo a lead revision. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the revision was scheduled to take place on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.